Event description:
Provider was attempting to use the covidien ta vascular stapler with dst series technology. The stapler would not fire. Two different certified surgical technologists (cst's) looked at the stapler and could not get it to work.

Event description:
Provider was attempting to use the covidien ta vascular stapler with dst series technology. The stapler would not fire. Two different certified surgical technologists (cst's) looked at the stapler and could not get it to work.